Event description:
During the index procedure the patient had one endeavor sprint drug eluting stent impanted in an unknown vessel. It was reported that approximately 22 months post index procedure the patient had a stroke. The event was not assessed for device relatedness.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure ¿ (cva/stroke). (B)(4).